Manufacturer narrative:
Method: risk assessment. Results: the customer reported event of a device fracture was confirmed via the correspondence. Device not returned, lot number not provided. Conclusion: the most likely cause of the customer reported event is a fatigue fracture due to the length of implantation of the device.

Event description:
It is reported that; on (B)(6) 2014, xia3 surgery was performed and t9-iliac were fixed. After that t9 left side screw loosened day by day. Therefore, revision surgery was performed on (B)(6) 2015. The rod was cut under the t11 and all the superior implant has been removed.

Event description:
It is reported that; on (B)(6) 2014, xia3 surgery was performed and t9-iliac were fixed. After that t9 left side screw loosened day by day. Therefore, revision surgery was performed on (B)(6) 2015. The rod was cut under the t11 and all the superior implant has been removed.